Event description:
Patient reported "were broken. I was shocked myself yesterday by how they came out; they weren't just a little broken, but the entire substance was gone. I discovered that something was wrong with my implant; it was absolutely not pleasant to be pregnant knowing that you have a leaking implant. Breastfeeding was therefore also not possible. Additionally, this brought with it a new sense of uncertainty, because perhaps this leakage had been present before". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.